Event description:
It was reported that bd preset¿ arterial blood collection syringe needle hub broke off. No serious injury or medical intervention was reported. Verbatim: "customer feedback this abg with undamaged unit package but needle hub breaks off in the luer adapter. Also scratch been found outside of the syringe barrel. Actual sample will be return."

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that bd preset¿ arterial blood collection syringe needle hub broke off. No serious injury or medical intervention was reported. Verbatim: "customer feedback this abg with undamaged unit package but needle hub breaks off in the luer adapter. Also scratch been found outside of the syringe barrel. Actual sample will be return." H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and it was observed that the needle had broken off at the hub. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for the needle breaking off at the hub with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe needle hub broke off. No serious injury or medical intervention was reported. Verbatim: "customer feedback this abg with undamaged unit package but needle hub breaks off in the luer adapter. Also scratch been found outside of the syringe barrel. Pic attached, actual sample will be return."